Event description:
It was reported the patient¿s right side lead had not provided therapy since implant. It was noted the patient was to have a lead revision done on the right side. It was reported the lead revision was performed 2014-01-30. It was noted the lead was in the wrong place. It was reported the patient was receiving great stimulation on the left side of the pain area.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).